Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another instrument to complete the procedure. The hospital reported no patient injury occurred.